Manufacturer narrative:
The reported events of over-sensing noise was confirmed and attributed to external insulation abrasion. The lead was returned in two segments. Final analysis found that the insulation was externally abraded at 7.6 cm to 8.1 cm, 9.6 cm to 10.3 cm, and 36.1 cm to 36.8 from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the asymptomatic patient presented in the operating room for a lead revision procedure. Their right ventricular lead exhibited over-sensing noise. The physician explanted and replaced the lead. The patient experienced no adverse consequences.